Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733597, lot #: unknown, UDI #: unknown, ubd: unknown, product ID: 9733656, lot #: none, UDI #: unknown, ubd: unknown. This event occurred in (B)(6). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a fracture of the axiem cable and replacement of the cable was performed. In addition, the camera laser had irradiation failure and replacement of the handle was performed. This was reported during system service. There was no patient involved.

Manufacturer narrative:
H3: the axiem power cable and camera laser handle were returned to the manufacturer for analysis. The returned laser handle is missing one of the two side ball plungers. Otherwise, the handle was found to be fully functional when connected to a known good positioner psu. Pressing the button on the handle caused the laser to light without fail. The cable jacket has been pulled at the y intersection exposing the internal wires but no bare conductors. The cable jacket has also separated at the lemo connector exposing the shield wire but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. The hardware investigation found that the reported event was related to a hardware issue. H6 fdm 10, fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause is considered aging and deterioration. The cause of connection failure of psu and the handle connector is considered to be aging and deterioration of the part.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. It was reported that the camera laser handle and axiem cable were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. H6: fdm 10, fdr 120, fdc 4307. B5: additional information provided. If information is provided in the future, a supplemental report will be issued.